Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, it¿s likely, the reported event was, due to excessive use. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported problem, the optical fiber system has chipped lens and debris attributing to reflections on the image. No moisture was observed in the optical system. Also, the inspection noted a bent rigid outer tube. Minor scratches on the distal edge. Missing color ring and eyepiece funnel. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the sterile processing department manager at the user facility that the customer autoclavable telescope has a ¿cracked¿ component. The customer reported problem was found at reprocessing. No death, injury or harm was reported to olympus.